Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 05 aug 2025, senseonics was made aware of an incident where user received a glucose suspend alert which led to early sensor removal.

Manufacturer narrative:
The user started receiving glucose suspend alerts on (B)(6) 2025, day 19 after insertion. An RMA was authorized for the return of the sensor. In-house testing of the returned sensor showed no issues with its chemical performance. A review of dms data indicated that quality flags were raised due to missed reads. The potential root cause of this communication issue may be related to an internal electronic component of the sensor; however, this could not be reproduced during in-house testing. The user was provided with a replacement sensor as part of the resolution. B4. Date of this report 03 nov 2025. G3. Date received by the manufacturer? 03 nov 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121,10. H6. Investigation findings updated to 628. H6. Investigation conclusions updated to 4315.